Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to detatch after use. It was reported that the consumer had a difficult time removing the pen needle from the insulin pen after the injection. Verbatim: consumer had a difficult time removing pen needle from insulin pen after injection was able to assist consumer over the phone. Lot: 9338806. Catalog: 320550. Date of event: 2020-10-12. Samples: yes cl.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to detatch after use. It was reported that the consumer had a difficult time removing the pen needle from the insulin pen after the injection. Verbatim: consumer had a difficult time removing pen needle from insulin pen after injection was able to assist consumer over the phone. Lot: 9338806, catalog: 320550, date of event: (B)(6) 2020, samples: yes.